Event description:
It was reported that the impedance of the right atrial (ra) lead had been gradually increasing over the past two months for both unipolar and bipolar. Capture threshold is also slightly elevated. The lead is still in use. No patient complications have been reported as a result of this event.